Event description:
It was reported that during a routine check, this right ventricular (rv) lead was found to have recorded high out of range shock impedance measurements that measured greater than 125 ohms. The health care professional (hcp) noted that the patient will be contacted for an in person visit for further evaluation of the rv lead. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: d4-model number; d4- serial number; d6a- implant date.

Event description:
It was reported that during a routine check, this right ventricular (rv) lead was found to have recorded high out of range shock impedance measurements that measured greater than 125 ohms. The health care professional (hcp) noted that the patient will be contacted for an in person visit for further evaluation of the rv lead. At this time, the rv lead remains in service. No adverse patient effects were reported.